Event description:
Our distributor in another countyry, reported that an adapter was missing from an rt106 adult breathing circuit. This was found during their incoming good inspection. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device was not returned to the returned to the MFR. An investigation was carried out based on the event description and previous experience of similar complaints. Results: the component was most likely ommited during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number. Conclusion: our monitoring and trending for this type of event shows a rate of occurrence of 0.0026 % worldwide for the last year. We currently have a CAPA open addressing the issue of components being omitted during packing.